Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was component loosening.

Event description:
Asr revision; asr xl - right hip; reason for revision: alval/soft tissue reaction..

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision to take place on (B)(6) 2012, asr xl - left hip, reason for revision unknown. Update from (B)(6) email (B)(6) 2012: reason for revision. Reason for revision: component loosening. Update: amended lot numbers and added product. Received: october 17th 2012. Querying which component became loose. Update: added product and amended side hip revised. Received: december 6th 2012. Hip(s) to be revised: right (not left as above). Update- added reason for revision taken from claimsuite dated 19th feb 2013. Reason(s) for revision: alval / soft tissue reaction update - added additional hospital and marked claims as legal. Taken from (B)(6) email dated (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.